Event description:
(B)(4). Pelvic pain, brain fog, anxiety, panic attacks, lack of concentration, severe bloating, joint pain, anger, agitation, depression, heavy periods with clots, weight gain, memory loss, loss of sex drive, painful intercourse, headaches.